Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server system had ana issue where replenishment messages were not crossing. A technical support specialist (tss) found issues in the device, database tool, and jit. The tss identified that the triggers for device jit batch 2, byc - jit batch 3, and byc - jit batch 6 all had a pick area filter exclusion for non-automation. The tss checked the device facility formulary for medication ID: morp03l and found that the replenishment pick area was set to non-automation. In order for medication ID: morp03l to trigger refills, the replenishment pick area needed to be updated in the device. The tss shared these findings with the customer to resolve the issue. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server morphine (neonatal) 0.3 mg (0.75 ml) solution (medid morp03l) was not crossing for stock-outs or pyxis replenishments in batch processing. They tried unloaded and reloaded the product, but replenishment messages still did not generate, causing delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.